Event description:
The actuator valves (inlet and outlet) are made of plastic which breaks, allowing the pump to free flow. This has been confirmed by a team from co. There have been injuries. Recommendations by rptr: design a new delivery system and/or alarming system to protect the pt.